Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device a "no shock advised" determination was issued after analysis of shockable signal from a simulator. In addition, further testing indicated that device lost ECG signal detection via the universal cable. The complainant indicated that there was no pt involvement in the reported malfunction.